Event description:
It was reported the pt (B)(6) was unable to charge her ipg. The ipg was explanted and replaced which resolved the reported issue.

Manufacturer narrative:
This ipg serial number was included in two field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.